Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was changed, the pt was dischanged the same day. Six days later the pt was readmitted to the hospital with a groin wound infection and was treated with IV antibiotics. The pt was discharged home the following day. No further complications were reported.